Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the indicated arterial blood pressure value from a pressure monitoring kit became temporarily -50mmhg, and then the pressure value and the waveform soon became unavailable on the first day of use. Values were displayed on a nihon kohden patient monitor. The event was observed multiple times by the doctor and the medical engineer. Dpt zeroed before use. Dpt zeroing was performed again as a trouble shooting and the waveform was able to be shown briefly but the problem was not solved. The patient was not treated based on the incorrect value since the device was replaced and the problem was solved. The data log was not provided. There was no occlusion, leakage or kink noted. Information such as expected value, if an abnormal waveform was observed, if the value and the waveform matched or if an error message was observed was unknown. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The reported event of pressure measurement issue was unable to be confirmed dpt zeroed and sensed pressure accurately on pressure monitor. Electrical testing showed that dpt electronic components were intact because both input impedance, (B)(4)ohms, and output impedance, (B)(4) ohms, were within specifications. Specifications were (B)(4) ohms for input impedance and (B)(4) ohms for output impedance per drawing 270378 rev. T. Zero offset, 0 mmhg, also met specification per drawing 270378 rev. T, vex equals 6.000v and vo equals minus 0.0000009 v, spec. Was from minus 25 to positive 25 mmhg. No visible defect was found from dpt cable connector. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.